Manufacturer narrative:
Other text: h6: event problem and evaluation codes: corrections after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was not duplicated. Could not repeat customer stated problem but noticed it in the event log history multiple times. No faults found during testing. The software was reloaded as part of the pm (preventive maintenance) procedure. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that a smiths medical pump displayed error code 41171, 4098, 2900, 1132. No adverse patient effects were reported.